Manufacturer narrative:
All info provided by MFR, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that low r wave sensing and high threshold were detected. The device was turned off and pt was scheduled for a rv lead repositioning. At a subsequent f/u, the lead was successfully repositioned.